Event description:
Event description guidant received information that the patient implanted with this transvenous implantable lead was wearing a holter monitor in anticipation of a heart transplant. The patient had noticed periods of lightheadedness when walking. Further investigation revealed intermittent loss of capture when programmed to rv only pacing, and review of the egrams showed right ventricular oversensing.